Event description:
Pt had bilateral nlf and jowl area on (B)(6) 2010. A vitrase injection was given on (B)(6) 2010.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.